Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was ¿high¿ on the meter. Customer addressed the elevated bg by a bolus via the pump and manual insulin therapy. Customer went to the emergency room with a bg of 600 mg/dl and was in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2022. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.